Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the ustomer comment of flat readings from the electrocardiogram (ECG) cable, however it was noted that a connector on the patient interface board of the device was broken, and it was replaced. The device passed final functional and system tests.

Event description:
It was reported that the programmer was displaying flat readings from the electrocardiogram (ECG) leads. The ECG cable was changed for a known good cable, but the lead two reading remained flat. The programmer is expected to be returned to service. There was no patient involvement. It was further reported that the programmer has been returned.

Manufacturer narrative:
Failure analysis was performed on the patient interface board. Visual inspection verified the broken connector, no other anomalies observed. Benchtop analysis noted the locking mechanism for the connector was broken off from the connector. It was attempted to connect the mating cable but there was no retention to the connector. Conclusion: confirmed the damaged interface connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.